Event description:
It was reported that during final tightening of the domino connectors, the tip of the driver broke off into the set screw. The broken piece was flush with the screw head so the surgeon left the broken tip in the pt. The surgeon did not attempt to remove the tip, as it was not protruding. The surgeon used another driver to finish the surgery. No pt complications were reported.

Manufacturer narrative:
(B) (4): the product was returned for eval. Approx 2.55 mm of the tip is completely sheared off. The broken piece was not returned for analysis. The hardness of the material was found within spec. The remaining torx features are twisted which suggests that excessive torque was applied, which may have caused the tip to break. A review of the device history records did not identify any nonconformance to spec.